Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 416 mg/dl. The patient treated via manual insulin injection. Troubleshooting was initiated for the no delivery alarm. The customer experienced greater than normal resistance when attempting to push insulin through the tubing via plunger push: however, insulin was able to exit the tubing. The reservoir was not returned for analysis.